Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient was concerned that the batteries in their personal therapy manager (ptm) kept going dead really quickly. It was noted that the patient put new batteries in their ptm yesterday and now the ptm shows the batteries are half full. It was reported that this was the patient¿s fourth set of batteries since (B)(6). It was noted that the patient was concerned about ptm giving him a bolus twice. It was reported that the issue had been going on since patient received ptm. It was noted that the patient was told by their healthcare provider (hcp) to watch for orange light on the top of the ptm to make sure he is getting a bolus. It was reported that the orange light would stay solid, then it would blink like is supposed to and it would beep like it was supposed to and ¿does it the second time¿. It was noted that the patient had hot and cold sweats a couple of hours afterwards. It was reported that the patient had dissatisfaction with their hcp service. It was noted that the hcp did not seem to know anything about the problem of ptm giving him a double bolus. It was reported that the patient would see a successful bolus dose activation screen and the ptm does it twice. It was noted that ¿it goes off and does it again¿. It was reported that the patient has talked to their hcp about this issue. It was reported that the patient¿s pump was being used to infuse dilaudid.

Event description:
Additional information was reported that the patient was using a lot of batteries for their personal therapy manager (ptm). It was noted that duracell heavy duty batteries would go dead within 2 weeks. No symptoms were reported.

Manufacturer narrative:
(B)(4)